Manufacturer narrative:
Conclusion: no eval can be performed. Device not provided to manufacturer for eval. Complaint type is being monitored and analyzed.

Event description:
Customer reported dressing rolled right off and caused the PICC line to be contaminated and discontinued. Report noted there was great cost and discomfort to the pts. Two of them. No additional info available.